Event description:
On 26feb2026, an article was identified during a literature review search, ¿extended wear contact lenses: convenience at the cost of vision.¿ the author of the article is located in spain. The article referenced a patient (pt) who wore an acuvue® oasys® brand contact lens (cl) and was diagnosed with pseudomonas aeruginosa keratitis in the right eye (od). In summary: a pt developed severe pseudomonas aeruginosa keratitis after wearing acuvue oasys lenses for 14 days continuously. The pt is reported to have experienced dense central infiltrate, corneal edema, and hypopyon with irreversible vision loss. The article provided pictures of the pt¿s od. No contact information for the article author is available. No additional information is known. No additional information is expected. The date of the pt¿s event is being reported as 01jan2026 as the exact event date is unknown. It is unknown if the pt¿s od suspect cl is available for return for evaluation. The suspect od lot number is unknown. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.